Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative (rep) regarding a patient receiving an unknown drug via an implantable infusion pump for non-malignant pain. It was reported that the patient had a small hole in the wound which was exposing the pump. It was unknown what if any environmental /external/patient factors may have led or contributed to the issue. The physician observed puss out of the wound. Explant was scheduled for (B)(6) 2017. The issue was resolved as of the time of this report. The patient's status was "alive- no injury" and no further complications were expected or anticipated.